Manufacturer narrative:
Concomitant medical products: product ID 3887-56, lot# j0331906v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-56, lot# j0331906v, implanted: (B)(6) 2003, product type: lead . Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
The healthcare professional reported that they experienced a loss of therapy. The patient reported that the device is not working. The consumer had no further details on if the therapy was ineffective or if there was a device issue. No impedance tests were performed. The symptoms were reported as "not working." Relevant medical history included failed back surgery syndrome.